Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; d10 g3; h2; h3; h6 corrected:d10 d10: 28mm i.d. 40mm o.d. Size d bearing; item# 110031010; lot# 65560546 femoral stem cementless collarless standard offset 12/14 taper size 2; item# 574101020; lot# 3188916 g7 bonemaster ltd acet shl 50d; item# 010000702 ; lot# 7735958 g7 dual mobility liner 40mm d; item# 110024462 ; lot# 66175899 the reported product was returned to the product surveillance team for examination. The ceramic femoral head, in particular the articulating surface, is covered in metal smearing, likely occurring after the reported event of dislocation/disassociation and/or during revision surgery. Additionally, metal smearing can be identified within the taper connection. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. One undated radiograph of the left hip was provided and reviewed by a radiologist with the following assessment: left total hip arthroplasty with superior and likely posterior dislocation of the femoral component. Surgical skin staples suggest recent placement. Surgical drain and soft tissue air also consistent with recent surgery. No component issues otherwise seen. Based on the available information, the reported event can be confirmed. As per reported event, the patient became ill and fell, leading to a dislocation of the prosthesis. Based on this, it can be assumed that the fall event caused or contributed to the reported event of dislocation. However, as no additional medical records were provided, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Manufacturer narrative:
(B)(4). D10: 28mm i.d. 40mm o.d. Size d bearing; item# 110031010; lot# 65560546. Femoral stem cementless collarless standard offset 12/14 taper size 2; item# 574101020; lot# 3188916. Competitor 50mm shell size liner uncemented 2-hole; item# 0100000705; lot# 7735258. Competitor 40mm bearing size liner size d; item# 110024462; lot# 66175899. G2: foreign ¿ belgium. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to a fall and hip dislocation. During surgery, the surgeon found an intra-prosthetic dislocation of the head out of the bearing. The head and bearing were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to pain that cause a fall and hip dislocation. During surgery, the surgeon found an intra-prosthetic dislocation of the head out of the bearing. The head and bearing were revised. Diligence is completed and no further information on the reported event has been provided.